Event description:
Olympus (osh) was informed that the customer camera head has image flashes. The customer¿s reported problem was found during reprocessing. The scheduled diagnostic procedure was completed using another camera head. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported problem of the image flashes/flickers could not be confirmed or duplicated. The cause of the customer event is unknown. The device was repaired twice in the past year. The last repair was in (B)(6) 2021 was due to a twisted and deformed cable unit attributing to horizontal lines on the image. The olympus field service engineer further reported that when the image was flickering, the subject could be recognized. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported intermittent image was not reproduced. A review of the device history record (DHR) found no deviations that could have caused or contributed the reported intermittent image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty cable that was causing a communication failure/intermittent image. This issue may have been related to a previous repair approximately one year ago. The cable was repaired because it was twisted, characterized by horizontal lines, and had a corroded spiral connector. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.